Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the left ventricular lead capture was compromised and a chest x-ray revealed dislodgement into the main body of the coronary sinus. It was noted that the patient had generally not felt right. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.